Manufacturer narrative:
Device evaluation. One device was returned for evaluation. The device was visually inspected and the device was broken into two pieces. The complaint is confirmed. The root cause of the breakage is excessive force being applied to the wire during use. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that during a shutagram on the patient's arm, the tip of the wire separated from the shaft and remained in the patient after the wire was withdrawn. The tip of the wire was found and removed with a snare. The wire was replaced and the case continued. No patient harm or injury was reported.

Manufacturer narrative:
One device has been returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.